Event description:
It was reported that the pump exhibited two beeps (long-short) prior the no disposable alarm (nda) was finalized. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed a record of repeated power on and off, presumably caused by a beep sound as an alarm before the nda was finalized on september 13, 2023. A functional test was performed and the reported issue was not duplicated. A defective downstream sensor or cassette product could have caused the reported issue. As a preventive measure, the downstream sensor and upstream sensor were re-calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g5 are unknown.